Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette and the cycler's cassette compartment door when removing the cassette from the cycler after completing pd treatment. The patient reported receiving heater bag not detected alarm during setup. It is unknown at which point in therapy the leak may have begun. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. The cassette used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. Upon follow up with a pdrn from the patient¿s clinic the event could not be confirmed and the patient's primary pdrn was unavailable. The pdrn indicated that the clinic has not been made aware of any patient symptoms, adverse events, injuries, or medical intervention since the date of the reported event. The pdrn is unsure if that patient has received a new cycler or returned the reported cycler. The reported cycler has been scheduled for pick up and is expected to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and passed. The cycler underwent and passed a system air leak test and a valve actuation test. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.